Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the needle came off and fell out when the serter was removed. The blood glucose reading was 83 mg/dl. Prior to the event, the customer put a new sensor in. No further information was provided.